Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has had 8 years battery remaining. Boston scientific technical services (ts) reviewed the latitude data for higher power consumption. Histograms and pacemaker mediated tachycardia (pmt) events were with higher heart rate which could reflect more paced beats. As of this time, this crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no major anomalies identified on the device, and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has had 8 years battery remaining. Boston scientific technical services (ts) reviewed the latitude data for higher power consumption. Histograms and pacemaker mediated tachycardia (pmt) events were with higher heart rate which could reflect more paced beats. As of this time, this crt-d remains in service. No adverse patient effects were reported. Additional information was received indicating that no major anomalies were identified, no actions were taken, and no adverse effects were reported.